Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that complaint was reported. Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The lot number is unknown; therefore, no DHR review could be performed. Additional information was requested but unavailable: do you have the name of the facility where the explant procedure took place? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Did the dysphagia improve after the device was implanted initially? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other issues for removal of the linx device other than the dysphagia? If yes, please explain. Was the device found in the correct position/geometry at the time of removal?

Event description:
It was reported that an ex-plant took place. The patient was experiencing dysphagia and wanted the device removed.